Manufacturer narrative:
The customer contacted a siemens customer care center. The customer stated that their quality controls were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found a problem with the pipetting of the reagents. The cse adjusted the reagent probe 1 under the cuvettes and the issue resolved. The cause of the discordant lipase results on two patient samples was due to an issue with the pipetting of the reagents. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant lipase results were obtained on two patient samples upon repeat testing on an advia chemistry xpt instrument. The samples were initially tested on the same instrument, resulting lower for sample ID (B)(6) and higher for sample ID (B)(6). The discordant results were not reported to the physician(s). The samples were tested on an alternate advia chemistry xpt instrument matching the initial results obtained on the original instrument (s/n: (B)(4)). The repeat results obtained on the alternate advia chemistry instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant lipase results.